Event description:
It was reported that the patient received inappropriate shocks due to a connection issue with the implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead. The lead had oversensing, which resulted from incomplete insertion into the header. The connection was revised. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)